Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including but not limited to tilt and perforation of filter struts outside of the inferior vena cava (ivc) wall. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. The following additional information received per the patient profile form (ppf), there was multiple strut perforation of the ivc wall. The patient reported to be suffering from fear of death, abdominal pain, pelvis pain and mental anguish. According to the information received in the medical records, the patient¿s pre-operative diagnosis was deep vein thrombosis (dvt), pulmonary embolus (pe) secondary to antiphospholipid antibody syndrome and questionable compliance to coumadin. The right femoral vein was cannulated in atraumatic fashion using a trapease vena caval deployment sheath, contrast was used to demonstrate patency and diameter of the ivc as well as the level of the renal vein. The filter was successfully deployed below the level of the renal veins. The procedure was well tolerated without complication. The patient was then transferred to recovery for usual postoperative care. Approximately fifteen years post implant of the filter, the patient underwent an abdominal computerized tomography (CT) scan. The impression per the radiologist reading of the CT scan are the following: the ivc filter prongs extends beyond the ivc by 1 to 2 mm in all directions. There is a coarse hyperattenuating linearity seen within the lumen of the ivc. There is a coarsely calcified linearity within the ivc filter which could represent a chronic thrombus, which correlates with surgical history of ivc placement.

Manufacturer narrative:
After further review of additional information received the following sections common device name, PMA/51k, if follow-up what type and device manufacture date have been updated accordingly. As reported, the patient had placement of a trapease inferior vena cava (ivc) filter. Per the medical records, the indication was deep vein thrombosis (dvt), pulmonary embolus (pe) secondary to antiphospholipid antibody syndrome and questionable compliance to coumadin. Contrast was used to demonstrate patency and diameter of the ivc as well as the level of the renal vein. The filter was successfully deployed below the level of the renal veins. The procedure was well tolerated without complication. The filter subsequently malfunctioned and caused injury and damage to the patient, including but not limited to tilt and perforation of filter struts outside of the inferior vena cava (ivc) wall. Per the patient profile form (ppf), there was multiple strut perforation of the ivc wall. The patient reported fear, abdominal pain, pelvis pain and mental anguish. Approximately fifteen years post implant of the filter, a CT scan revealed, the ivc filter prongs extends beyond the ivc by 1 to 2 mm in all directions. There is a coarse hyperattenuating linearity seen within the lumen of the ivc. There is a coarsely calcified linearity within the ivc filter which could represent a chronic thrombus, which correlates with surgical history of ivc placement. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Anxiety and pain do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Corrected data: product code, catalog number.